Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The caller stated that the insulin pump was alarming low reservoir prior to the hospitalization, but the customer was unable to hear the alarms. Advised the caller that the insulin pump could be set to vibrate if the customer has a hard time hearing the tones. The caller could not troubleshoot at the time of the call. Advised the caller to have the customer call back at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.